Manufacturer narrative:
The ventilator reported to generate alarm regarding turbine error. The ventilator was returned to the factory for further investigation. Simulated use testing of the received ventilator could not reproduce the described customer issue regarding the technical alarm for the turbine module. An evaluation of the received device logs could confirm the issue with technical error for the turbine module. The ventilator failed the pre-use check (puc) intermittently at the pressure transducer test. This failure is isolated to the turbine inside the turbine module. This failure has been observed in previous investigations in connection to the technical alarm generated. Our investigation concluded that a defect turbine in the turbine module caused the unit to fail the pre-use check. A technical error indicating timing issues with the turbine control was detected in the device logs. Replacement of the turbine resulted in a successful system pre-use check. A defective turbine module may lead to a stop of air supply during ventilation. When this error occur, the device will automatically switch to 100% o2 supply. If no o2 is available, the issue will lead to stop of ventilation. The conclusion in this matter is that the reported issue was caused by a faulty turbine in the turbine module. The root cause of the turbine failure has not been determined by this investigation.

Event description:
Manufacturer ref # (B)(4).

Event description:
It was reported that the ventilator generated a technical error indicating a turbine module failure while it was connected to a patient. There was no patient harm. Manufacture's ref. #: (B)(4).